Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of axium coil non-detachment. The patient was undergoing surgery for treatment of a saccular, ruptured, anterior communicating artery aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after the microcatheter was positioned, the axium coil was inserted and formed a loop. During detachment, the push rod could not be fractured, resulting in detachment failure. The coil was therefore withdrawn, another coil was filled in, and the procedure was completed. There was non-detachment. The physician attempted to detach the coil with the instant detacher once. The physician did not try to detach with another instant detacher. There were 2 manual attempts at detachment via hypotube. There was no issue with the instant detacher. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). Ancillary devices include a 6f guilding guide catheter and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no causes or contributing factors for the event were identified. No issues were encountered prior to the coil non-detachment, and no pushwire damage was observed after removal from the patient. The coil ultimately did not detach.